Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device did not initially work in recovery due to electromagnetic interference. The device finally did communicate. The company rep believed that there was electromagnetic interference in that end of the hospital. Add'l info was requested.